Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure and not detected on bus. The technical support specialist stated that this is a reoccurring intermittent failure. The drawer board and drawer controller were already changed out. The tsc replaced retractor band and tested. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the drawer is failed, affecting all pockets. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d medical device brand name, medical device model, unique device identifier (UDI), section g manufacturing location, reporting office, section h device manufacture date a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate one similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 10-jul-2019. A q6 number 200293190 was found in the system. However, this is not related with the reported issue by fse. The reported issue related to the medstation es main 6dr was confirmed by the bd fse. The device was initially evaluated by the bd fse according to wo 01756637: fse reported that the drawer was not detected on bus. Fse reported that the drawer board and drawer controller were already changed out. Fse replaced the reactor band. The device was then tested. The device operated as intended and exhibited no further issues. During dchu laboratory external inspection conducted on the returned assy retractor dwr hh cubie (p/n 353844-01), no tears, bends, breaks, or broken traces along the cable were observed. Dchu laboratory testing evaluated continuity of all the copper pins at the ends of the assy retractor dwr hh cubie cable. The pins were tested for continuity and passed inspection. The retractor was then installed into a dchu laboratory hh drawer. However, hta could not recognize the drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be a defective retractor band. The returned retractor cable was thoroughly examined, and no physical defects were identified. The reported issue was observed during laboratory testing.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, affecting all pockets. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the reported issue was initially suspected to be caused by a defective retractor band. However, the returned retractor cable was thoroughly examined, and no physical defects were identified. There were no adverse events or injuries reported due to this event.